Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0v2av, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It was reported that the patient had return of leakage which was occurring daily. There was no trauma/falls reported that could be related to this issue. No positional movement and no recent medical test or emi environmental exposure related to event. The patient was seen in office on (B)(6) 2015. Therapy was going great without issue. After her appointment with the doctor, her symptoms started to return. Stimulation was on and patient increased. The change in therapy/symptoms was considered a sudden change. The neurostimulator was for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stimulation.